Event description:
The customer reported failed parathyroid hormone (pth) calibrations and creatine kinase-mb (ck-mb) imprecision for an unknown number of patients involving the unicel dxi 800 access immunoassay system. System check, performed on (B)(6) 2013, failed with a high washed percent coefficient of variation (%cv) of 38%. The customer replaced the aspirate probes but system check continued to fail with a %cv of 36%. The customer had replaced the aspirate probes on (B)(6) 2013. The customer stated samples are retested if initial results are critical. The customer stated no erroneous results were released out of the laboratory. There was no report of patient consequence or change in patient treatment associated with this event. The customer stated quality control (qc) recovery had been within the established ranges. A beckman coulter field service engineer (fse) assessed the instrument at the facility.

Manufacturer narrative:
The field service engineer (fse) discovered a hole in the peristaltic pump tubing and replaced all peristaltic pump tubing to resolve the issue. The fse primed the system and performed system check. System check passed within instrument specifications. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation.